Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: during investigation, no damage or peeling was found to the keypad. All keypad buttons were responsive to user input. The keypad was removed and no evidence of contamination was found on the button contacts. The pump was opened to find no evidence of moisture corrosion on the keypad connector. Unrelated to the original complaint, the battery compartment was cracked below and above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.